Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The sulu was received fully fired with an engaged interlock. The sulu was reloaded with stapler. The sulu and stapler were applied to the appropriate test media with proper staple formation and cleanly transected test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a whipple procedure, the customer noticed that the product did not fire, it did not close properly at the end of the stapler, resulting to an incomplete staple line. The staples had v shape instead of b shape. Another device was used in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided.